Event description:
It was reported that during patient visit, noise was noted. Lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
Correction - serial number was previously reported as (B)(4). This report notes the correct serial number.